Event description:
AED was determined to be part of a field corrective action population related to button functionality. Upon return to the company for other reasons, it failed button tests. (B) (4).

Manufacturer narrative:
Method: force actuation test was performed on the button. Results: saponified wash water residue was found on the underside of the button dome upon visual inspection. Conclusion: this report is being filed due to the AED being a part of a field corrective action.